Manufacturer narrative:
(B)(4). Reporter number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device motor seized, jammed and moved heavily. It was further determined that the device failed pretest for general condition, check the switching ring , check internal leak tightness, check external leak tightness, check valve-control in ¿lock¿ position, check valve-control in ¿hand¿ position with hand switch and check power with test bench, min. 30 to 80 w. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.